Manufacturer narrative:
Retainer ring=black customer complained on (B)(6) 2021 is experiencing high bg. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully downloaded to thump. The electronic assemblies were inspected and no anomalies noted. Verified pump alarmed 2 pump error 130 alarms on (B)(6) 2021 at 16:29:55.000 and 16:30:36.000 in device downloaded history. The motor was tested outside of device and passed. The motor had a intermittent failure not detected during test. The electronic assemblies were inspected and no anomalies noted. Following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Device passed functional testing. However, confirmed 2 pump error 130 alarms on (B)(6) 2021 at 16:29:55.000 and 16:30:36.000 in device downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experiencing high blood glucose. Customer's blood glucose levels were 407 mg/dl and 402 mg/dl. Customer had treated with manual injection. Trouble shooting was performed. Customer did not report symptoms related high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at time incident. Insulin pump did not pass high pressure test. The insulin pump will be returned for analysis.